Event description:
It was reported that prior to an unk procedure, after two operations, they sterilized the hand piece and during preparation for a third procedure, there was an error code 3. They changed to electrocautery. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the coating material of the housing flaking off and with a loose mount. An investigation has been initiated to determine the root cause of housing flaking off. A preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Additionally, the device was tested on a generator and gave an error code 3. The hand piece was disassembled; moisture ingress and a torn isolator were found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.